Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the problem. The ps1 power supply was adjusted increasing the voltage to 5.15 vdc on the fluoro functions board printed circuit board. The system was tested and operates as intended. This event could have resulted in possible accidental radiation occurrence.

Event description:
The customer reported the 9900 system lost the image after 2 minutes and continued fluoro after releasing the button and the live monitor did not produce an image. The case was completed with another c-arm. No patient injury was reported.